Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the issue occurred during the startup of the examination. The cardiac procedure was successfully completed using fluoroscopy mode inspite of the cine/digital acquisition being unavailable due to a failure in the tube cooling unit. Customer had indicated that an error related to the tube cooling unit was being displayed. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting fse found oil in the drip pan beneath the cooling unit, confirming that there were leaking issues in the cooling unit. Fse replaced the cooling unit for the certeray. The defective cooling unit was returned for analysis and the part analysis indicated that the cooling unit was leaking at the de-aerating hose causing the tube's cooling circuit to get unreliable, resulting in system failure and the inability to perform x-ray imaging. After the replacement, fse powered on the system to activate the oil pump and performed a procedure to remove any air bubbles. Once this was completed, several x-ray and fluoroscopy shots were taken, and the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error indicating that the cooling oil level was low, which prevented the use of exposure and cine. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.